Manufacturer narrative:
H3, h6: the reported 70 degree accu-pass suture shuttle, used in treatment, has been returned for evaluation. The device was returned with both pieces of monofilament. The device was functionally tested using the returned monofilament, each strand was able to be advanced and retracted as intended. The reported complaint could not be confirmed. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during hip surgery, when the accu-pass 70 was being used, it got stuck. The procedure was completed without significant delay using a conmed device (competitor back-up). No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.